Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was return of urinary symptoms that coincides with recharger issue all within the past 12 days, patient unable to charge implant. Agent asked patient to clarify what they were seeing on the recharger and patient states the battery light is scrolling up and down on the battery symbol while in the dock. Patient  stated when they took it off of the dock nothing happened when the power button was pressed and the scrolling battery light goes out. The issue was not resolved through troubleshooting. Agent suggested patient get replacement recharger. (B)(6) 2024 additional information was received from the patient (pt). They reported that they received replacement wireless recharger (wr). Pt said their urinary symptoms continue. During call, agent attempted to walk patient through pairing new wr with recharger app. Pt was able to pair wr to recharger app but then was seeing recharger not found, the recharger app updated to show the wr was on the dock when wr was placed on the dock. The issue was that the wr would not stay powered on. Troubleshooting did not resolve the issue. Ps emailed repair to send replacement wr to pt. Pt will call ps when they receive wr for assistance. Pt also mentioned they have an upcoming MRI. Ps reviewed that ps can go over MRI mode with patient when they call back/are able to charge their implanted device.. Additional information was received from the patient on (B)(6) 2024. They reported that they received their new recharger but they need assistance getting it paired to their ins and handset. Agent guided patient through taking their recharger out of shipping mode. Patient was able to successfully charge with excellent connection and the patient's implant was at 10%. When the patient initially connected, patient encountered service code 4100 but was able to maintain connection after dismissing the message and repositioning the recharger. Patient also stated that they need to put their ins into MRI mode. Agent reviewed charging expectations for MRI mode with the patient and instructed the patient to charged their ins fully and call back for assistance to put their device into MRI mode. Patient will call back.